Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the torque driver shaft was starting to twist during a lumbar fusion procedure. No other information was provided.

Manufacturer narrative:
The returned driver was examined. The tip of the driver has twisted in a manner consistent with installation of the closure top. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA.